Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
Per the surgeon, the device was explanted (date not reported). The device is not available for analysis. This report is filed april 5, 2016.

Manufacturer narrative:
(B)(4): implanted device remains.